Event description:
The customer reported that a falsely elevated loci high-sensitivity troponin I (tnih) result was obtained on a patient sample on the dimension exl with lm instrument. The erroneous result was reported to the physician(s). A serum sample from the patient was run twice on the original instrument and a plasma sample from the patient was processed once on an alternate dimension exl instrument. The repeat results recovered lower than the erroneous result and were within the clinical picture. The repeat result of 7.5 pg/ml was reported as correct result to the physician(s). The patient was redrawn one hour later and the new sample was processed twice on the alternate instrument. The results obtained on the new sample recovered lower than the erroneous result. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated tnih result.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely elevated loci high-sensitivity troponin I (tnih) result was obtained on a patient sample on the dimension exl with lm instrument. Quality control (qc) and calibration were acceptable on the day of testing. Siemens remotely assisted the customer, who ran a precision study and observed abnormal reaction flag, which suggested a reagent delivery issue. The customer replaced the reagent probe 2 (r2) and performed alignments. Siemens further evaluated the event and concluded that the improper reagent delivery by the r2 probe potentially contributed to the falsely elevated loci high-sensitivity troponin I (tnih) result. The instrument is performing according to specifications. No further evaluation of this device is required.